Event description:
It was reported by the user of the device, that upon receipt a foreign particle was found at the distal tip of the sucker. There was no pt involvement.

Manufacturer narrative:
Serial number: this serial number was reported by the customer but is not a number created by the MFR. Original labels were not returned with the product. This complaint was confirmed. The device had a piece of particulate embedded in the tip. The particulate was measured with a tappi chart and determined to be smaller than the 0.2 square mm limit. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.